Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 820064 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot: 820064, test base part number 10732998/ lot: 809186. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 820064 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample.

Event description:
The customer reported six (6) false positive results with the determine hiv 1/2 ag/ab combo 25t performed on various dates on six (6) patients. This MFR. Report addresses test two (2) of six (6). The customer reported a false positive result with determine hiv 1/2 ag/ab combo 25t performed on (B)(6) 2024 on a blood sample. Confirmation testing was performed via an unknown method on an unknown date and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported six (6) false positive results with the determine hiv 1/2 ag/ab combo 25t performed on various dates on six (6) patients. This MFR. Report addresses test two (2) of six (6). The customer reported a false positive result with determine hiv 1/2 ag/ab combo 25t performed on (B)(6) 2024 on a blood sample. Confirmation testing was performed via an unknown method on an unknown date and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.